Event description:
It was reported that controller is not holding a charge and doesn't have green light flashing when ac power cord was plugged into so they aren't able to get the ins into the MRI mode for a needed MRI. Ts reviewed that if the implantable neurostimulator (ins) is charged, then the controller would work with 2aa batteries but only to check settings, turn stim on/off but not charge the implant. Redirected caller to pt's services for troubleshooting and replacement components as needed. Additional information was received from the patient representative (patient rep). The patient (pt) rep stated that they called back and reported controller was not holding a charge. Pt rep stated the stim wasn't working for probably a month (agent understood that they meant the controller) and pt supposedly have an MRI yesterday but they couldn't make sure that the stim is off and they determine if the battery dies it automatically shuts off the stim. During the call agent had pt rep to reset the controller using the ac power cord without the battery pack. Pt confirmed having no visible damage inside the compartment of the controller and showing green light on the ac power cord but after the battery pack was reinserted, there was no green light flashing at the top of the controller. Pt rep told that the screen turned on after they pressed the up and down button. Agent sent a request to repair dept to replace the battery pack.

Manufacturer narrative:
Continuation of d10: product ID m995402a001, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.